Event description:
Caller states that she obtained the following results on the same device within 5 minutes: 34mg/dl and 122mg/dl. No adverse event reported. No treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.